Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 800cc saline breast prostheses when the left breast prosthesis deflated post implantation. Additionally, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s right breast prosthesis. The reported implantation date is after the expiration date of the device. The implantation date will be reported as received. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2025, mentor received additional information about the event. An updated implantation date (10-feb-2006) was reported. On 16-apr-2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-may-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture around the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturer's reference number: (B)(4).